Event description:
It was reported to boston scientific corporation that during an anterior repair procedure to treat a grade 3 cystocele using a capio open access suture capturing device, the needles attached to three size 0 capio sutures (manufactured by teleflex medical inc, distributed by boston scientific corporation) "could not lock after the string passage" and "separated from the string" during the removal of the capio device from the patient's right archus tendineus. The needles were reportedly not lost inside the patient, and "came out with the (capio) device." An x-ray was performed by the physician, presumably to confirm that no needles were lost inside the patient. Additionally, the patient was prescribed spinal analgesia medications, but follow-up attempts to ascertain why proved unsuccessful. It was also reported that the capio cage would not catch the needles and that the sutures would not stay within the capio carrier. The procedure was completed the "traditional," "old classic way," without the use of any other capio device and the patient is reported to be "stable" post-procedure. Follow-up attempts to ascertain how exactly the procedure was completed have proved unsuccessful.

Manufacturer narrative:
(B)(6). (B)(4) medications, failed to catch or failed to load. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.